Manufacturer narrative:
The reported issue was addressed with phone support. The site confirmed that the reported issue was resolved after a power cycle. No site visit was conducted. The system was working properly, and no additional action was required. A review of the site's complaint history does not show any additional reportable complaints related to this product and/or this event. A log review was performed. Per the review, the following was confirmed: system serial # (B)(4), event date (B)(6)2022 , and procedure name (unilateral inguinal hernia). A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable event due to the following conclusion: it was alleged that the monopolar curved scissors (mcs) moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) moved independently and touched the patient anatomy. No patient harm was caused. The tse inquired if the surgeon let go of the controls, but the surgeon did not recall if they did or not. The tse reviewed logs and found no errors associate with the master tool manipulator's (mtms) on the surgeon console. The tse reminded the caller to remove head from the the high resolution stereo viewer (hrsv) before letting go of controls. The caller noted that case was already completed and no further assistance was needed. The caller also noted the instruments were shaking. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.